Event description:
It was reported that the left ventricular lead was turned off due to high capture thresholds and phrenic nerve stimulation. A fluoroscopy was performed, and it was discovered that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.